Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per a visual inspection. The unit was received with a missing end cap sticker, minor scratches on the liquid crystal display window, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the insulin pump may have been exposed to fountain water. The customer did not know the blood glucose reading. The customer stated that the insulin pump had started being really slow and only responded intermittently. He noted that he was splashed and may have inadvertently wet the device. He did not observe any visible moisture in the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.